Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded untreated episodes due to oversensing of non-physiological noise. Technical services was consulted, and in-clinic testing was recommended. No adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the event description field for more information regarding the specific circumstances of this event.